Manufacturer narrative:
This was initially reported on summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, discomfort, recurrence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.